Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system got stuck at 00:00 and was not booting up. The flex vision was completely dark. The rse restarted the flex vision pc manually, and everything worked again. As a precaution, the philips field service engineer (fse) went onsite and inspected the system. The system logfiles were checked and troubleshooting confirmed that there was an issue with the flexvision pc. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and the hard disk by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order and to date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. The issue was found outside of clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the flexvision pc and the hard disk which returned the device to use in good working order.